Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
A problem was reported. Hcp reported a previous patient's pump motor stalled, failed to recover, and had to be replaced. No patient symptoms were reported. No patient outcome reported. On follow up communication hcp stated remembering the motor stall event for the original patient but could not recall any related events around the same time frame. System used to deliver hydromorphone (dilaudid), clonidine and bupivacaine (marcaine). A report will be provided if additional information becomes available.